Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented via remote transmission. Review of transcripts revealed under-sensing of the implantable cardiac monitor. The under-sensing was causing inappropriate pause episodes and bradycardia episodes. The patient was scheduled to present in clinic for programming changes. Patient remained asymptomatic.